Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the threads have fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to cross threading or off-axis forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2024-00416 through 3012447612-2024-00418.

Event description:
It was reported that during a case of posterior lumbar fusion using pathfinder nxt, two closure tops stripped while seating into their mating bone screw. The tulip head of the bone screw was suspected to be splayed open, and the construct was removed and replaced successfully. There was a 15 minute procedural delay while the screw was replaced, but there was no patient impact. This is report one of three for this event.

Event description:
It was reported that during a case of posterior lumbar fusion using pathfinder nxt, two closure tops stripped while seating into their mating bone screw. The tulip head of the bone screw was suspected to be splayed open, and the construct was removed and replaced successfully. There was a 15 minute procedural delay while the screw was replaced, but there was no patient impact. This is report one of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.